Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient's implantable cardiac monitor was unable to establish telemetry with the programmer. Another programmer was tried but also failed to connect. The icm is planned to be removed. No patient complications have been reported as a result of this event.